Event description:
Knee itching, difficulty breathing, elevated blood pressure, lips swelling, knee swelling, knee pain, itching all over. Info was received in sep-2003 from a pt with a history of osteoarthritis, a bee sting allergy, and no known allergy to chicken, feathers or eggs. The pt has been treated for osteoarthtiris during the past two months (exact dates unknown), with chondroiton/glucosamine daily (dosage unknown) and celebrex 200 mg twice daily. The pt received the first synvisc injectiion to the left knee in 2003 and one hour later. The knee felt "perfect." No synovial fluid was aspirated prior to the synvisc injection and 5 cc of xylocaine was injected into the knee prior to the synvisc. The pt was driving, when the left knee began itching "like a bee sting" and pt could not catch the breath. The pt's friend drove to the emergency room (e.r.). And on the way there the pt was unable to use their epipen due to a malfunction(unspecified). An hour later, in the e.r., the pt's blood pressure was 180/120mmhg, versus the normal blood pressure of 110/60mmgh and a pulse of 80. While in the e.r., the pt received adrenaline (dosing unknown) and declined treatment with bendadryl. From the e.r., the pt went to see the spouse, who is an internist, and spouse gave 2 cc celestone, allergra 180 mg, and a prescription for prednisone 50mg. By lunchtime, the pt's lips began to swell and pt felt short of breath. Two hours later, the pt took prednisone (dose not provided) and returned home. When pt got home, the knee had swollen to twice its normal size, but with no pain. In sep-2003, the pt's knee felt great and continues to feel great at the time of this report. Add'l info was received in oct-2003 from the pt's orthopedist, who reported the pt has a two year history of grade two, moderate osteoarthritis (oa) of the left knee with prior effusion history and x-ray findings of joint narrowing and osteophytes. The pt has been treated for the oa with nsaids and steroids, but no previous viscosupplementation. The physician reported that in sep-2003, the pt experienced knee pain, knee swelling, knee itching, elevated blood pressure, shortness of breath, and itching all over. The pt was treated in the e.r. With adrenaline. The physician noted that the pt did not recieve the second or third synvisc injections. At the time of this report, the pt had stated to the physician that "all reactions are gone."